Manufacturer narrative:
Evaluation results: the device and multi-function cable were returned to zoll medical (B)(4). The electrode pads were not available as part of this investigation. The device and multi-function cable were functionally tested with no issues found. Review of the clinical log from the event showed that the case begins in lead ii view and a valid ECG waveform is seen. A defib cable ID confirms that pads were recognized by the device and a recorded pads on message shows that the pads are applied to the patient. A valid impedance and CPR feedback were recorded. However, the device remained in lead ii view for the entirety of the case. There is no evidence that the user attempted to change view, analyze, charge or discharge. There is no indication that the device would not have functioned as expected if the view was changed or if a defib button was pressed. This suggests that an ECG signal could have been seen, if the user switched to pads view at the time of the reported event. This claim has been closed as user error. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device failed to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) in cardiac arrest, the device failed to discharge via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.